Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) is reporting a strain of enterococcus faecium currently in their hospital that is providing inconsistent identification test results. Customer reports a misid of e. Faecium as e. Gallinarum on the vitek 2 xl in association with the vitek 2 gp ID card ((B)(4)). The strain was sent to a reference lab and confirmed by pcr to be a vancomycin resistant enterococcus (vre) strain. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification has led to any adverse event related to a patient's state of health. Culture submittals have been requested from the customer. Internal biomerieux investigation has been initiated.

Manufacturer narrative:
Biomérieux investigation was conducted for five (5) isolates received from the customer. Isolates were sub-cultured and testing included the vitek® 2 gp ID card lot used by the customer, along with two (2) cards from random gp ID lots. 16s sequencing was also performed, as was vitek® ms testing. For four (4) of the five (5) isolates tested, the gp ID cards provided either a very good ID (95%) or an excellent ID (99%) of enterococcus gallinarum. When 16s sequencing was performed, all four (4) organisms were identified as enterococcus faecium, with a 99% identity match. Additionally, vitek ms identified all four (4) organisms as enterococcus faecium, with a 99.9% confidence level. For the remaining isolate, the customer gp ID card lot provided a result of unidentified organism. One random card lot gave a good ID (89%) of enterococcus faecium, and the second random lot gave a very good ID (93%) of enterococcus faecium. The issue is not lot-specific. 16s sequencing also identified the organism as enterococcus faecium, with a 93% identity match, and vitek ms identified the organism as enterococcus faecium, with a 99.9% confidence level. The overall investigation concluded that the patient isolates are an atypical strain for vitek 2 system ast testing method, which is colorimetric and measures organism growth behavior. Both 16s sequencing and vitek ms use genetic measurement techniques and are more conducive to testing certain slower-growth organisms. Review of the qc batch records indicates gp ID lot 242357410 passed all initial qc performance testing. This lot performed in accordance with specifications.